Event description:
Complainant alleged that while attempting to defibrillate a male pt that had an ICD implanted device (age unk), the clinical responders rec'd an inappropriate delivery of energy. It is not known if the energy delivered came from the zoll r series device or the pt's implanted ICD device. Complainant did not indicate that there was any adverse effect to the pt or the clinical responders due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.